Event description:
It was reported the implantable neurostimulator (ins) showed eos/eol message. Impedances were <(><<)>250 ohms. The ins was replaced. The patient experienced tingling in arm and leg when voltage was increased on c+, -0. Additional inforormation reported the patient "felt good with new battery."

Manufacturer narrative:
Product ID 748251, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: product type extension. Product ID 748251, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: product type extension. Product ID 3389s-40, lot# v013803, serial# implanted: (B)(6) 2006,explanted: product type lead product ID 3389s-40, lot# v013803, serial# implanted: (B)(6) 2006, explanted: product type lead. (B)(4).